Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade failed to rotate; it is likely that the molten cable gear was likely the reason the device malfunctioned or stopped operating. Additionally, the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended.

Event description:
It was reported that the patient underwent laparoscopic assisted vaginal hysterectomy on (B)(6) 2014. During the procedure, the speed of the blade became slow and eventually stopped. The same event occurred when the blade was rotated oppositely. Another like device was used to complete the procedure. After the operation, it was found that the plastic of the drive cable was damaged. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.